Event description:
A malfunction was reported on a tandem pump with a specific code, indicating a pump issue. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to contact support again if the malfunction reoccurred.